Event description:
End user alleges joystick on chair wll not come on. Getting power to the chair but it will not activate. End user also alleges to have seen sparks out of the charger port.dealer cannot validate same but wanted a quote on a new one just in case.no injury is alleged.